Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not positioned on the balloon between the marker bands as per specifications, stent has moved proximally. Deformation was evident to the 10th stent wrap with struts raised. Deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one resolute integrity drug eluting stent to treat a moderately tortuous and severely calcified lesion, located in the right coronary artery, exhibiting 85% stenosis. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported stent deformation occurred after failed to cross the lesion. It was informed that the event was due to use of the device in difficult lesion morphology/anatomy. Procedure was completed using another stent. Patient status post-procedure is alive with no injury.